Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned and device analysis is anticipated. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 1998. The homechoice (hc) was returned and analyzed. The event history log review identified a system error (se) 1026 in the alarm log. No abnormalities were noted during visual inspection. The device passed all electrical and functional testing. The keypad light was found to be malfunctioning and was replaced during servicing. A simulated therapy was performed successfully on the device. A service history review was performed which showed no previous service history related to the reported event. A device history record review showed that the device was not in its originally manufactured condition and had been previously serviced. The se 1026 found in the logs was unable to be duplicated during sample analysis, and the cause of se was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced an unknown system error alarm. The technical service representative arranged to swap the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.